Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) /2018. A call was placed to technical services on (B)(6) 2018 stating that patient was in a real ventricular tachycardia, got a fault code 1004 and a shorted lead message and low impedance too. Also exhibited multiple shocks, first shock 41 joules, impedance 40 ohms, 1st shock was successful. Another set of episodes - ant tachycardia pacing x1, all were less than less than 20 ohms impedance, impedance shows fluctuation on may 17 - 59 ohms, january 18 - 57 ohms and late march 18, 50-56 ohms. The physician was (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).